Event description:
A report was received that stated a nurse received a needle stick. The patient received the medication via a deltoid needle. At the conclusion of the injection, the needle broke away from the syringe and fell from the patient. The needle struck the nurse in left palm. No information has been received regarding any medical treatment to nurse; labs were drawn, the results were negative.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.